Event description:
The customer reported a unicel dxh 800 coulter cellular analysis system was generating high white blood cell (wbc) backgrounds on daily checks. The customer bleached and zapped the aperture, but the high wbc backgrounds issue was not resolved. There were no erroneous results generated and patient treatment was not impacted in connection with this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse noted the wbc bath's front internal electrode was uncoiled; the fse replaced the wbc bath. Several verification procedures were performed after the repair. The system was validated. (B)(4).